Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles. The customer states they filled up the reservoir and did not notice the air bubbles forming. The customer states they woke up to high blood glucose level of 420mg/dl. Troubleshoot was conducted, and the customer is being sent replacement reservoir. The customer was advised to call in as soon as issues arise, in order to troubleshoot.